Manufacturer narrative:
Fault 53 softwareerror was triggered by function. Cpm_onserverconfigurationchanged, file cpminputprocessor.c: either device handle input parameter or characteristichandle input parameter (or even both of them) did not match with data in the cpm input socket (global structure ist). According to the registers dump, devicehandle was set to 1, characteristichandle was set to 0. The pump passed the displacement test. No pump error 53 alarm during testing. However, pump unable to vibrate during the self test. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or lost sensor signal alert noted. Thump and carelink software was utilized and downloaded trace/history files properly. In further analysis in the pump history found pump error 53 alarm (file number: 701, line number: (B)(4) on (B)(6) 2023 at 11:43:48.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Swapping out test cases confirms unable to vibrate is isolated to the vibrator motor. Pump error 53 alarm confirmed in the pump history due to software error. Customer alleged not confirmed for lost signal/connection on transmitter. Customer alleged confirmed for pump unable to vibrate, problem isolated to the vibrator motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 during basal delivery. The customer reported the pump had not vibrated in a vibration test or self-test. The transmitter lost communication. Troubleshooting was performed and found that the customer cleared the alarms and completed the rewind, performed the displacement test and self-test, and passed. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.